Event description:
The customer reported that low results were recovered from a patient sample run in closed mode. When repeated in open mode the results were acceptable. The instrument in use was the cell-dyn sapphire. All qc results were in range. The sample tube contained about 20 ml whole blood. There was no short sample message generated. Hemoglobin (hgb) was underlined per internal limits and therefore the sample was repeated in open mode with acceptable results. The repeat results (open mode) were reported out to the physician, so there was no impact to patient management. The customer provided following data: see scanned table.

Manufacturer narrative:
The customer states that the cell-dyn sapphire analyzer generated low results for one patient sample in closed mode of operation. It appeared that the probe was not descending far enough into the tube to aspirate a low sample volume adequately. The customer technical advocate (cta) asked the customer to change the vent assembly, do a zero park alignment and repeat the patient sample. The vent head assembly was changed and the zero park alignment was performed. The instrument was found to be performing per labeling in both an open and a closed mode. The assignable cause was given as the vent head assembly causing partial aspiration. Review of the complaints for the months of august 2007 through april 2008, did not find any adverse trend for the complaint issue. There is no systemic issue. The customer's issue is addressed in the cell-dyn sapphire system operator's manual (08h10-01, rev. D), section 3: principles of operation; system initiated messages and data flags; dispersional data alerts; 3-55 and section 10: troubleshooting and diagnostic; troubleshooting data related problems; methodology for data-related troubleshooting; 1-121, 1-122. This is a final report.